Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve. A snare was inserted and retained the valve as a new non-medtronic valve was implanted. The snare was attempted to be retrieved, but the device caught on the paddle of the first valve and could not be separated. A biopsy forceps was used to grasp the snare device, separate it from the paddle, and the remove the snare from the body. Following this, it was suspected the patient developed occlusion in left occipital lobe, renal artery and coeliac artery. Computed tomography (CT) imaging diagnosed intestinal necrosis caused by occlusion of coeliac artery. The patient became hypotensive, lost spontaneous respiration, and expired two days post procedure. The cause of the death was intestinal necrosis, and an autopsy was not performed. The physician commented regarding the thromboembolism, it was considered the occlusion was caused by the vascular wall being scratched while dragging the valve with the snare device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this event was previously reported in regulatory report 2025587-2017-02354. If information is provided in the future, a supplemental report will be issued.